Event description:
It was reported that the inflatable penile prosthesis (ipp) device does not work. The patient states that he cannot get the bulb to pop and the device does not inflate. A reboot maneuver was attempted with no success. The patient has an upcoming appointment with the physician for assessment.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device does not work. The patient states that he cannot get the bulb to pop and the device does not inflate. A reboot maneuver was attempted with no success. In (B)(6) 2022, the patient was scheduled to have the device replaced but in the operating room, the team determined that the device was working as expected, eliminating the need for replacement. Over time, the ability to inflate became more varied, not reliable. It might take 20-30 or more pumps. When it did work, there was a small popping or whooshing sensation, and the pumping would begin to inflate the prosthesis. The patient stated doing numerous hard, rapid presses on the deflate button, before trying to inflate will reliably allow the popping/whooshing sensation to occur on the first inflate press, reliably inflating the prosthesis every time.